Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set separated. The following information was received by the initial reporter with the verbatim: clinicians reported about 1-2 years ago experiencing tubing disconnecting from the patient¿s IV hub. No additional details provided. No patient harm reported.

Manufacturer narrative:
It was reported by the customer that the tubing was disconnecting from the patient¿s IV hub. No patient harm reported. No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional information.